Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on 22-may-2025. The blockage was at the site. No further information available.